Event description:
It was reported that the customer experienced low blood glucose (bg) levels on (B)(6) 2024 where the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm), and on (B)(6) 2024 of 49 mg/dl. The low bg causes were not known. The customer injured their back on (B)(6) 2024 because of the low bg level. The customer consumed carbohydrates to address bg for both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.